Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, two glenospheres would not seat on the metaglene and the removal tool would not screw in and cold welded together causing a 1 hour delay in surgery.